Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if problem happened again.